Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose (bg) was 23 mg/dl. The customer addressed the low bg by consuming carbohydrates. Ultimately, the customer went to the emergency room. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital later that day.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.